Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks after implant, the patient experienced pocket erosion. The patient's implantable cardioverter defibrillator (ICD) system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.